Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown); unknown endo gia sulu (lot#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the device did not enter firing mode and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. During the investigation a condition of a fatal error caused by software restrictions on the queue was detected. This condition has a potential for patient harm. The most likely cause was traced to software coding. The cause of this is due to software restrictions on the capacity of the queue. This condition would cause the handle to stop operation and impact the handle either extra operatively or intra operatively. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy colectomy, when the tissue was clamped, the screen turned black, an error sound rung, stopped working, and device did not enter in the firing mode. A new handle and shell were taken out and used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that an analysis of the system data indicated that there was an error for the system queue being full.